Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) found leakage in the equipment alarm loop during the self-check. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person: mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated there was a detection of leakage at the safety disk interface. After disassembly and processing, the unit's functions were normal. The iabp was returned to the customer for clinical use.

Event description:
N/a.